Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 14mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio delivery system. During procedure, when deployed in the left atrium (la), the occluder deformed into a cobra shape and the delivery system also deformed. The device was removed from the patient and a new 16mm amplatzer septal occluder was successfully implanted. No patient consequences were reported. No additional information was provided.

Event description:
It was reported that on (B)(6) 2022, a 14mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio delivery system. During procedure, when deployed in the left atrium (la), the occluder deformed into a cobra shape and the delivery system also deformed. The device was removed from the patient and a new 16mm amplatzer septal occluder was successfully implanted. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient is reported to be recovering. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device and delivery system deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.